Event description:
It was reported that the micro sagittal saw was being used in a case when smoke was observed coming from around the blade area. There were no visible flames, and it was reported that the unit did not heat up.

Manufacturer narrative:
Upon evaluation, smoke was observed coming from the joint between the sag head assembly and front housing. Upon disassembly, the boot was found to be worn and the rotor was stuck in the motor due to corrosion.